Event description:
The customer reported this atrial pacing lead was surgically abandoned (capped) and replaced due to high threshold measurements. No adverse pt effects were reported. The lead was actively implanted for approximately 9 years, 8 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.